Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written by anders bruggemann, erik fredlund, hans mallmin & nils p hailer. Bruggemann, et al. ¿are porous tantalum cups superior to conventional reinforcement rings?¿ journal title. 10.1080/17453674.2016.1248315.

Event description:
It was reported in a journal article that 3 patients experienced a revision due to aseptic loosening. No further information was provided and patient outcome is unknown.